Manufacturer narrative:
At this point in time we are awaiting the receipt of the complaint device towards a failure analysis. When this is complete the results of said evaluation will be reflected in a follow up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair the tips of 2 needles broke off into the patient. All was retrieved and the case was concluded without further incident or harm to the patient.